Event description:
Affiliate reported that under drainage was noted and the valve needed to be replace. It was implanted in 2007, and replaced the following year. Both the initial pressure and the last pressure were 30mmh2o.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.